Event description:
Information received from the field does not address the patient's clinical status but notes high impedance, and capture and sensing anomalies. After explant, an area of abrasion was noted at about 13.0 cm from the lead tip electrode.